Manufacturer narrative:
This report was submitted late due to late notification of the event. It is reported the implants were discarded by the facility, therefore no product is available for evaluation. The part and lot numbers are unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a revision was performed on (B)(6) 2016 of a bsso (bilateral sagittal split osteotomy) procedure due to the screws backing out on both sides. During the revision, the plates and screws were removed and another system was implanted.